Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that patient experienced a fall and had ineffective stimulation. As a result, surgical intervention was undertaken where in the lead was explanted and replaced. Effective therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.